Manufacturer narrative:
One impl scr-v mini sbm 3.3mm 3.5mm 13mm (svmb13) was returned for investigation attached to an unknown locator abutment (image 1-2). Visual evaluation of the as returned product identified that the implant is fractured at the threaded region. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 9 years prior to the notification date. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided an additional x-ray image of the product, which shows the bottom portion of the implant, fractured and retained in the maxillary bone. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the svmb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510k: k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient came into the office with half of the implant in their hand. The patient will return for the extraction of implant #4 and bone graft with collagen membrane. Site was previously grafted (B)(6) 2020. Implant listed as a 3.3 x 13.